Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent right hip revision surery on (B)(6) 2018. The original surgery for the right hip is dated (B)(6) 2016, and left hip on (B)(6) 2017. The revision surgery occured because of alleged patient pain. During the revision, the original stem, neck femoral head and liner were removed and replaced with a new monoblock stem, femoral head and acetabular liner.